Manufacturer narrative:
(B)(4). Additional information received by sales director stating revision procedure may not have occurred. Concomitant medical products: x180311, bi-metric/x por nc 11x135, 036650, us157852, m2a-magnum pf cup 52odx46id, 163560, 157446, m2a-magnum mod hd sz 46mm, 634780. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03293, 0001825034 - 2018 - 03292, 0001825034 - 2018 - 03295. Product location unknown.

Event description:
It was reported patient underwent a revision procedure approximately six years post-implantation due to pain. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the device is not related to the event. The initial report was submitted in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as the device is not related to the event. The initial report was submitted in error and should be voided.